Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular cadence or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly basis. No further information is available at this time.

Event description:
Consumer stated that upon removal a tampon, the pledget fell apart, leaving a piece inside. She was able to remove the piece but had a doctor's appointment to assure all pieces have been removed. She did not report any unusual vaginal odor, discharge, pain or fever. There were three attempts made to follow up on consumer status, but we were unable to reach her. No further information is available at this time.